Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, defibrillation threshold (dft) testing was performed and this right ventricular (rv) lead revealed a rise in thresholds. It was also noted that a red alert had been declared due to the device being programmed to monitor only. The physician elected to turn off the patient's therapy as the patient was going to undergo a revision procedure and would be wearing a life vest. A revision procedure was performed and the rv lead was successfully repositioned and therapy was turned back on. Additional defibrillation threshold (dft) test maybe performed in the future. Subsequent information was received and it was noted that dft testing was performed on the patient during the revision procedure. The dft testing could not be converted with 31j and 41 j shocks multiple times. The patient has a large heart and was rescued with an external device. No additional adverse patient effects. The patient continues to be monitored and follow-up maybe performed in the future.